Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device stopped working, even after waiting 30 seconds. A second hemopro 2 device was missing the silicone jaw boot when it was removed from the package. A third device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report #2242352-2012-00847 for the related report.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. It shows no signs of clinical usage and no evidence of blood. A visual inspection determined that the silicone boot on the cold jaw had peeled and detached. The detached piece was returned. The reported failure is consistent with the improper insertion of the hemopro tool in the cannula. Based on the received condition of the device, the reported complaint was confirmed for "torn silicone jaw boot". (B)(4).